Event description:
From staff: shockwave 6mmx60mmx135cm (ref# m5pivl6060, lot# 82270494 exp [redacted date]) displayed error code in machine stating end of life for device. Device was new out of package and unused displaying this message on first use. Device was removed from pt and surgical field. New 6mmx60mm shockwave was opened and used without error message.